Event description:
The pt's treating neurologist called and reported that he performed a systems diagnostic test and attained a dcdc 7. He reported it was the first time he had seen this pt. The pt's previous treating physician knew the pt had high impedance and the pt felt fine and his seizures were under control. The vns was programmed off. There was no trauma or injury preceding the pt's high lead impedance reported to the physician. Their treating physician suspects that his stimulator has not been functioning for a while with him remaining seizure free over the past several months. It has been suggested by their neurologist that if he remains seizure free while the stimulator is off, that he can simply remove his generator. No surgery date has been set at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.